Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving a shock. Device interrogation revealed pacemaker mediated tachycardia due to retrograde p-waves. Programming changes were made. The patient's condition was stable on discharge.

Manufacturer narrative:
(B)(4).

Event description:
New information states the patient was feeling dizzy when walking to the clinic. Chest pain, dyspnea and respiratory abnormality were also noted. In addition, it was stated that the device had improper settings and the settings changed for no valid reason.